Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 4 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ fatal error message appearing on station. Please check database on station. Thanks. ¿ case: (B)(4) ¿ hop-09 26 23-7pm est onward -fatal error message appears. Please check space on device. Please mark as urgent current station has a patient in surgery. ¿ case: (B)(4) ¿ fatal error. ¿ case: (B)(4) ¿ full sync - station timing out on rss. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a fatal error causing delay in dispensing medication. A technical support specialist dialed into the server and confirmed archive and purge are working at the server level. One facility has over 400 stations, with 290 stations exceeding 7 gb despite a 15-day retention. System is functioning as designed, but purge isn¿t working at the station level, though data sync is successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had a fatal error when pulling medications. There were no adverse events or injuries reported based on this incident.